Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not extend and that the lead exhibited high pacing impedance. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification for the number of turns to extend and retract. The analyst noted that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop due to over-retraction. If information is provided in the future, a supplemental report will be issued.